Event description:
Information received indicates during device insertion, a vessel was injured during ECMO support. Prior to use, difficulty was noted between the insertion component and the device. No immediate pt complication or subsequent consequence was reported for the pt.